Manufacturer narrative:
Images were sent to gore imaging services for evaluation. Per the evaluation two time points were available for evaluation, pre-implant images dated (B)(6) 2020 and procedural angiograms dated (B)(6) 2020. Images dated (B)(6) 2020 revealed there appears to be a bovine arch present. Diameters in the 2 cm distal to the brachiocephalic/left common carotid artery (lcca) measure approximately 29 mm. The length from the lcca to the proximal tear appears to measure approximately 3.8 cm along the outer curve. Right common iliac artery (rcia) flow lumen irregularity. Noted there is right external iliac artery (reia) flow lumen irregularity. Aortic angle appears to measure approximately 40 degrees. Images dated (B)(6) 2020 revealed (the gore® tag® conformable thoracic stent graft with active control system (ctag with active control) is the ctag graft referenced). Imaging shows a partially constrained ctag with active control graft. Other images show a fully deployed ctag with active control graft. Images on one side appear to show deployed graft in a more distal position when compared to image on the other side, prior to full deployment. Next series of images reveals possible contrast outside of the implanted device on the superior aspect of the graft. Brachiocephalic/lcca appear patent. The final angiogram shows coils present in the proximal left subclavian artery (lsa), vessel appears to be patent distal to the coils. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to stent graft migration or realignment.

Event description:
The following information was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag-ac) for type b aortic dissection. The left subclavian artery was bypassed (1-debranch). The device was deployed at the position of intentional partial coverage of the bovine arch. During the secondary deployment of the device, the proximal side of the stent graft moved about 15mm to distal direction unintentionally. Although a proximal type I endoleak was observed, the physician chose to monitor it. The patient tolerated the procedure. The physician stated that he expected the device might move some extent, but it moved to distal direction than expected.

Manufacturer narrative:
H10/11: review of this file has determined this event to be non-reportable as the partial coverage of the bovine arch was reported to be intentional. Further, as it was reported the device movement occurred during the procedure and therefore does not meet the definition of a reportable migration event. The medwatch previously sent is to be retracted/voided.